Event description:
It was reported that during a lap cholecystectomy procedure, the device's arm broke during an unk firing attempt. A c-arm was used to locate the broken off arm and it was retrieved through the trocar. Another device was used to complete the procedure. There was no adverse consequence to the pt.

Manufacturer narrative:
Info anticipated, but unavailable at this time.